Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin being stuck in one of the system controller¿s connectors, resulting in an atypical alarm, was confirmed via the controller¿s functional analysis. The returned system controller (serial number: (B)(6) was observed to have a pin in its black power cable connector upon arrival, preventing it from properly connecting to power. After the pin was removed, the controller was functionally tested and was found to perform as intended. A log file was extracted from the controller; no atypical events were observed, and the pump operated as intended throughout the data. However, the pin being stuck in the controller would cause an improper connection to occur which could result in an atypical alarm. Available information for this event indicates that the pin came from the patient¿s mobile power unit (evaluated separately), and that the equipment was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient wanted to connect to the mobile power unit (mpu), it was not possible. There was a power cable disconnect alarm for both system controllers. The system controllers were inspected and spikes were found on the black cable on controller, on the white cable of the other controller, and on the mpu. The patient stayed on batteries, while the controllers and mpu were exchanged. The cause of the alarms were identified to be incorrect corrections due to the spikes on the controller cable. Exchanging both system controllers and the mpu resolved the alarms.